Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery cap was not returned with the pump; a test cap was used to complete investigation. During testing, the pump powered on with audible tones, vibration, and a blank display. The test battery cap secured properly to the pump. No damage was observed to the battery compartment. The pump case was removed and the display was found to be damaged. Additional testing could not be completed due to the damaged display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump lost power two days after it was dropped from waist height. No damage was reported to the battery compartment or battery cap. The display screen allegedly remained blank and the pump did not emit audible tones or vibrations during attempts to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Updated alert date to (B)(6) 2014. Date of this report: (B)(6) 2014. On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Date received by manufacturer: 03/16/2014.